Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was that during an open subtotal stomach-preserving pancreaticoduodenectomy, it was found that the tissue pad was cracked. Dr.s located the tissue pad on the mayo table and in the operation room. Gen11 was used. Another device was used to complete the case. According to the surgeon, the device tip was wiped by the nurse too often, and it could be the main cause of the event.

Manufacturer narrative:
(B)(4). Batch # p9434r. Investigation summary: the device was returned with the tissue pad damaged, melted, not all present and a portion was not returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.